Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of duplicated messages on bottom of display was confirmed during product evaluation. The root cause could not be determined by service. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review found that the device has not been previously sent into service for the reported condition.

Event description:
The facility representative reported a colleague infusion pump with "duplicated messages at bottom of main display." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.